Manufacturer narrative:
Qn#(B)(4). The DHR for the instrument in question, was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) as part of a (B)(4) lot in august of 2015. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
The device is not working properly; the clips are not closing. The patient's condition is unknown.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The device is not working properly; the clips are not closing. The patient's condition is unknown.